Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed torn silicone on the bottom cover. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap breakdown followed by device extrusion. On (B)(6) 2020, the recipient underwent an excision of the skin flap wound breakdown, device repositioning, and scalp flap rotation surgery. However, the issues did not resolve. On (B)(6) 2020, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. During explant surgery, there was an excision of mesotympanic cholesteatoma, cartilage tympanoplasty and rhomboid skin flap to post aural region under local anaesthetic, which became necrotic. On (B)(6) 2021, the recipient underwent wound debridement and a skin graft. The recipient is in the process of healing.